Event description:
During a tfn procedure, the knob broke off of the helical blade coupling screw after the helical blade was inserted. The knob broke off and fell to the floor. The surgeon was able to remove the coupling screw shaft with pliers. The helical blade and nail did not have to be removed to retrieve the coupling screw shaft. The surgeon completed the procedure with no further problem. The helical blade inserter also became stripped during the procedure, and cant be used again.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Corrected data: manufacturer name, city and state were corrected to synthes (B)(4).

Event description:
This is 1 of 1 report for complaint (B)(4).